Event description:
The user experienced a leak coming from cracked tubing in the back of the analyzer. The fluid had dripped onto the floor and spread out from the back of the analyzer to exposed areas within the lab. There were no reports of injury to anyone and no erroneous results were generated.

Manufacturer narrative:
The field service representative determined the ise waste tubing had torn by the fitting and replaced it. He ran mechanism checks to verify the operation of the analyzer and then, put the analyzer into use and checked for leaks.